Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, during the third firing of the instrument, the instrument did not complete the firing sequence. No patient consequence. During analysis, it was found that the cartridge had a wedge band bypass.